Event description:
It was reported the patient has not charged her scs ipg in at least 6 months. Subsequently, she is unable to establish communication between her scs ipg and multiple charging system. It was also reported the sjm representative confirmed the issue using the patient programmer and multiple charging systems. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.